Event description:
The customer called to report a failed battery test after changing the battery. Troubleshooting was performed, and the display went blank after a new battery was inserted. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery spring contact. Unable to verify the failed battery test alarm due to the blank display.